Event description:
Rn attempted to plug a welch allyn vital signs cart into the outlet on the wall. As the male end of the plug contracted the outlet, the rn's right hand was shocked. Immediately following incident, rn had 2 black marks on her right palm and had numbness and tingling in her right arm, chest, and right side of neck. She was referred to the emergency dept for further f/u. Vitals cart was taken out of service and inspected, and found exposed wires at the base of the plug where the plug and cord connect. The pt and family were moved into another room as a safety precaution, and hospital facilities dept was called to inspect the outlet (no issues).